Event description:
Crew responded to a cardiac arrest, down time of the patient is not known. Disposable defibrillation electrodes were attached to the pt. Reportedly, when an attempt was made to analyze the pt's rhythm, the device indicated connect electrodes and use of the device was inhibited. The device operator replaced the electrodes and attempted to analyze the pt's rhythm again. The device again indicated connect electrodes. The device was abandoned, CPR and resuscitation efforts were started. A back up device was called for, after approx 10 minutes the als service provider arrived and the pt was transferred to the back up device. At that point the pt was in a non-shockable rhythm. The pt was not resuscitated.